Manufacturer narrative:
Pr 9493817: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305106. Lot#: 3158501. It was reported by the customer that needles are not working. It seems the lumen is blocked and she can¿t use. Verbatim: 10-15% of recent needles are not working. It seems the lumen is blocked and she can¿t use.

Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3158501. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received did the event directly, or indirectly involve a patient or user? (Dr. Flint was attempting to prime the syringe/needle with botox and it would not work. I attempted again with plain saline and nothing will come out of needle. Patient was in the room, but it wasn¿t injected into patient) did the event involve an urgent/life threatening medical situation? No ¿ just time consuming to change out needles in the middle of procedure with patient at bedside material#: 305106 lot#: 3158501 it was reported by the customer that needles are not working. It seems the lumen is blocked and she can¿t use verbatim: 10-15% of recent needles are not working. It seems the lumen is blocked and she can¿t use follow up: it hasn¿t happened again since using a new box of needles. We didn¿t keep the faulty needles, but if it happens again ¿ I will make sure to keep them. There was no patient impact ¿ dr. Flint attempted to use to inject botox and it just wouldn¿t work. It happened on multiple occasions so can¿t give an exact date. We thought it was a fluke until it happened multiple times and I reported it, per dr. Flint¿s request.